Event description:
The dental implant fx4310mlc was removed on (B)(6)2017 due to failure to osseointegrate. The doctor indicated poor oral hygiene, periodontal disease, and bone resorption cause the implant removal. The patient has no significant medical history and has been recovered without complications.